Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the therapy was reprogrammed, at the least 6 times, with no improvement in pain level since implantation, and per the physician, there were no problems with the device or leads. It was noted that there was no pain relief almost at first post-op visit, and the patient¿s pain levels were averaging 9-9-4. The clinical diagnosis was a loss of pain relief in the back. It was noted that the event was not related to the device or therapy, unlikely related to the implant procedure, and due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. Interventions taken included reprogramming on the following dates: (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018; it was noted that the patient desired a removal of the device and so the explant surgery occurred on (B)(6) 2018 with no replacement. The event was unresolved at the time of study exit/death/study closure. Additional information from the healthcare professional (hcp) on (B)(6) reported the patient¿s pain was better for just 2-3 weeks post surgery. Additional information from the hcp on (B)(6) reported the event was possibly related to the device or therapy. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the loss of pain relief was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).